Manufacturer narrative:
The mechanical performance of the lead under implant was scrutinized. The analysis demonstrated a bend in the inner coil. Furthermore, coagulated blood and tissue residuals were found at the lead tip. Due to these factors the measurement results of the functional test of the helix fixation mechanism demonstrated minor deviations from the technical spec. However, the full extension and retraction of the helix was still given and the helix did not demonstrate any deformations. Damage symptoms such those require the presence of intense mechanical stress. The analysis did not reveal any sign of a material or mfg problem. The origin of the bend in the inner wiring is unk. Mechanical stress during the implantation/explantation procedure should be taken into consideration.

Event description:
Boston scientific crm rec'd info that this lead dislodged one day post implant. This lead was explanted and a new lead was successfully implanted. To date, bi adverse pt effects were reported.